Manufacturer narrative:
(UDI#). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that an elective percutaneous tracheostomy tube was placed in patient at bedside. Immediately after the procedure the nurse noted that the inner cannula was not anchored by the flange. The inner cannula was mobile and held in place by the inflated cuff, with the flange secured by sutures to the skin. The attending ent (ear nose throat dr.) Was called in and they did the procedure again with a new tracheostomy tube. During removal of the old tracheostomy tube and insertion of a new one, the patients oxygen saturation decreased transiently and returned to baseline shortly after the procedure.

Manufacturer narrative:
Evaluation summary: one sample was evaluated. The product is used in treatment. The reported condition was confirmed. Product does not meet medtronic s pecification. A visual inspection was conducted and it was observed that the flange was detached from the cannula; plus, the right and left hole of the cannula present damage. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the device's flange broke off the tube, the inner cannula was not anchored by the flange, the inner cannula was mobile and held in place by the inflated cuff only with the flange secured by sutures to the skin. It was reported that intervention and recannulation was required.